Manufacturer narrative:
The reported event of backup mode was confirmed. Based on the information provided, it was determined that the device entered backup mode due to a hardware error. It is unknown how often this will reoccur.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was in backup mode. No intervention was performed. The patient condition was unknown.